Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a insyte autoguard bl 22ga x 1.0in had a damaged hub and leaked during use. The following was reported by the initial reporter: "it was reported that the catheter hub was cracked. Verbatim: while starting a patients IV it was noticed that the 22g IV catheter hub (blue colored portion) was cracked. This was the second one in a two week period. The previous one was not noticed until patient was in the or and the anesthetic sprayed out of the side of the catheter hub."